Manufacturer narrative:
Investigation summary: ppae: (arrhythmia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot : 1973960. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient fever and ectopy was noted on (B)(6) 2025 at 09:30. The patient remains intubated. Occasional ectopic beats persist with potassium at 4.2. Plan was to taper levophed prior to attempting an impella weaning trial. Attempts to reduce dobutamine below 5 mcg/kg/min were unsuccessful. The patient developed a fever of 100.4°f, cultures are being obtained, and monitoring continues.